Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. Data was received, but is unrelated to the reported issue. The reported loss of connection is undetermined. No product was provided for evaluation. A root cause could not be determined.